Event description:
Ous MDR - after an implantation period of about 103 months, oversensing with inappropriate shocks was reported. The lead was capped and left in the patient. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The available iegms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes and the delivered shocks. Furthermore, at the end of the recordings the pacing impedance showed a slight decrease. Diagnostic images of the lead were not received for analysis. Based on the available data, the presence of an insulation damage on the lead cannot be ruled out. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.